Event description:
It was reported that the device had never worked correctly and the leads were never in the correct place. The patient had had 2 lead revisions. In ¿early (B)(6)¿ the patient had started getting an infection in his spine at the lead locations. The patient had stayed in the hospital for 8 days because if his infection and had had an antibiotic drip for 6 weeks. The patient had had the entire system removed in april.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not satisfied despite having good pain coverage and had "alleged pain control to original painful areas." The patient had a "vague 'pulling' sensation along the leads." An MRI, x-ray, CT scan, surgery and reprogramming were performed to troubleshoot the issue. The cause of the event had not been determined, but it was noted to have been "device related and unknown." The patient had yet to recover as the patient had continued to have symptoms and the issue was ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.